Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the black coating on bipolar cable has a hole in it exposing the metal in the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified before reprocessing. It is unknown if the instrument was inspected prior to surgery, and whether there was any damage. There was no loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site of insulation damage and no arcing was observed during the procedure. The damage did not result in a fragment falling inside the patient's body. The instrument did not collide with any other instrument during the procedure. The procedure was completed with the same instrument and the issue was unknown at that time. The instrument was not inspected for damage after the procedure until reprocessing.